Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown; further described as caused by ¿an intrinsic factor¿, later clarified as an "internal factor" (no further detail was provided). On the same date as peritonitis diagnosis, the patient was hospitalized for the event. On unreported date(s), the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported) and the patient recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up received from a physician it was reported the peritonitis was manifested by cloudy effluent. On an unreported date, the patient began treatment with cefazolin and ceftazidime (intraperitoneally, doses and frequencies not reported, previously reported as unspecified). On an unreported date, intraperitoneal lavage was performed for peritonitis. On an unreported date, the patient was discharged from hospital, as the ¿symptoms improved¿. On an unreported date (reported as the following date), the patient was again hospitalized. The patient was recovered from this peritonitis event (six days prior to receipt of this report). At the time of this report the patient remained hospitalized ¿being followed up¿ and ceftazidime therapy was ongoing. It was unknown if treatment with cefazolin treatment was ongoing or discontinued. Dianeal and extraneal therapies were ongoing (previously not reported).